Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the base was not responding. The product fault occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date returned to mfg 5/2/2024 one device was returned for evaluation. Visual inspection revealed a crack on the plunger case and bottom case. The event history confirmed base not responding occurred. Functional testing was unable to replicate the reported issue. The root cause was determined to be the user powering the pump off within 5 seconds after powering the pump on; there was no issue with the pump. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.